Manufacturer narrative:
(B)(4). Medical devices: 11-301345, arcos con sz e std 80mm, 907220, 157444, m2a-magnum mod hd sz 44mm, 657990, 139252, m2a-magnum 42-50mm tpr insrt-6, 650330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01777, 0001825034 - 2018 - 01778, 0001825034 - 2018 - 01779.

Event description:
It was reported that the patient experienced a blood loss of 1000 ml during a left hip revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the event it was discovered that this product was implanted and did not cause or contribute to the reported event.